Manufacturer narrative:
The customer initially contacted baxter nurse call technical support to request inspection of the facilitys nurse call system configuration for the gi unit due to the allegation that a code blue call did not alert at the pbx station and that the event resulted in a major delay in care. Follow up with the customers clinical staff confirmed that there was no injury with this event, no medical intervention was required, the patient remained under the care of a caregiver at the time of the event, and the customer confirmed there was no delay in care. The customer also confirmed that the code announcement was made overhead following a caregiver contacting the pbx operator to initiate the announcement. Additional follow up performed found that the patient subsequently expired at a later time. The customer confirmed that the patients death was unrelated to the event or the nurse call system, and that the patients death was attributed to gi bleed combined with the patients familys decision to withdraw care. The nurse call system provides a comprehensive communication and information system that placed patient calls, staff calls, as well as emergency and code blue calls. The system provides and annunciation of these calls at room locations, primary(dedicated) nurse call stations, as well as secondary locations and or devices(pbx operator, wireless phones). The nurse call system secondary notification provides visual/ and or audible event alert notification via customer designated nurse call communication devices. The location of these devices can be at a specific location or locations within the facility such as a nurse console located on a nursing specific unit, a nurse console in the pbx department, a staff station located in a break room or a hallway, mobile phones,etc. The notification routing of calls is configured with the naming convention, and audio and/or visual displays based on the customers preference/request at the time of initial integration, or can be changed thereafter upon the customers request. A review of the facility's configuration found that three of the gi units rooms were not configured to route code blue alerts to the pbx station. The configuration was updated to resolve the issue. In this event, although a death was reported, the customer confirmed the death is not attributed to this event. Additionally, the customer reported that no injury or delay in care occurred with this event. Additionally, the nurse call system functioned as designed to provide notification at the events primary location. However, it was discovered that the configuration of the associated room was not what was currently expected by the customer. It cannot be confirmed if the routing of the code blue call to the pbx location was the original expectation of the customer at the time of the integration/implementation; thus if a missed code call notification were to recur, it would likely cause or contribute to a death or serious injury.

Event description:
Baxter received a report from a baxter technician stating the a code blue was pulled in a gi procedure room that did not alert the telesuite/pbx grs10 . There was no patient/user injury reported.